Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Further information on the case was provided by the relevant veryan sales representative and images were provided. These were not the original procedural angiographic image files. The original images were requested but the hospital site confirmed that it would not be possible to make these available. The images provided were reviewed and they did not confirm the presence of any stent fracture(s), however there was the possibility of a distortion of the stent pattern but the extent of this could not be determined from the images. The cause category remains unknown. The description of the event (section b.5.) And the adverse event coding (section h.6.) Have been updated based on the updated information obtained following completion of the investigation. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
On the (B)(6) 2021 a physician reported to a veryan representative information about a stent fracture identified in a patient who was implanted on (B)(6) 2020. The patient returned for angiogram on (B)(6) 2021 and the physician reported multiple fractures. He reported that he did laser and pta (percutaneous transluminal angioplasty) inside the stented segment and patient was discharged later that day. The stent remains implanted. Angiographic imaging is available. It is not known if the physician believes the incident is related to the device. As part of the investigation, a review of the angiographic imaging obtained was completed. The images were not the original procedural image files. No stent fracture(s) could not be confirmed. There was the possibility of a distorted stent pattern present but the extent of this could not be determined from the quality of images provided.

Manufacturer narrative:
The complaint investigation is ongoing. The device was not returned for evaluation. Angiography imaging will be reviewed as part of the investigation. If further information regarding this event becomes available, or the investigation is concluded, a followup report will be submitted.

Event description:
On the (B)(6) 2021 a physician reported to a veryan representative information about a stent fracture identified in a patient who was implanted on (B)(6) 2020. The patient returned for angiogram on (B)(6) 2021 and the physician reported multiple fractures. He reported that he did laser and pta (percutaneous transluminal angioplasty) inside the stented segment and patient was discharged later that day. The stent remains implanted. Angiographic imaging is available. It is not known if the physician believes the incident is related to the device.